Event description:
Independent repair center customer alleged alarming/red light. The key failure is the valve is alarming, and shutting down.associated malfunction for this device: sieve beds dusted.